Manufacturer narrative:
(B)(4). This complaint is for a report of a use error for a system error 2240 alarm during use, where the home patient noted that there were open clamps on unspecified supply lines. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. This guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) alarm on the homechoice machine during use. The patient was connected at the time of the alarm for dwell 10 of 13 of peritoneal dialysis therapy. During troubleshooting, it was noted that there was an open clamp on an unspecified supply line. The power was cycled to clear the alarm and the patient started therapy over using new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.